Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to patient experiencing pain at the insertion site. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Analysis found no evidence of defect, malfunction or damage. Lead resistances measured normal, hipot test passed, and inspection that showed no abnormalities. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to patient experiencing pain at the insertion site. This ra lead was explanted. No additional adverse patient effects were reported.